Event description:
Customer reported experiencing a cartridge alarm. The blood glucose level was reported as "high," without a specific value. To address the high blood glucose, customer administered a correction injection via multiple daily injections. Despite the issue, customer was able to load a new cartridge and resume insulin therapy without requiring incapacitating third-party assistance. The issue has since been resolved.